Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. No specific patient information regarding events has been provided. If further details are received at the later date a supplemental medwatch will be sent. (B)(4)

Event description:
Title: tension-free vaginal mesh procedure for pelvic organ prolapse: a single-center experience of 310 cases with 1-year follow up. The study aimed to prospectively evaluate the efficacy of a tension-free vaginal mesh (tvm) procedure for pelvic organ prolapse (pop). Between dec2005 and apr2008, 310 female patients (mean age of 67.2 years) with pop underwent tvm procedures. In the procedure, gynemesh was utilized in the surgery. Both arms of the mesh were passed into the paravesical region using a modified emmet needle. The mesh was transperineal and on either side, one strap of the mesh was passed into the pararectal space through the sacrosciatic ligament to become exteriorized in incision located outside and below the anus. Colpotomy was closed with a 2-0 vicryl running sutures. During a 1 year follow-up, 24 patients experience recurrence of prolapse which 5 patients underwent hysterectomy for uterine prolapse and two additional tvm procedures for untreated vaginal compartment, and two patient underwent surgical repairs. Post-surgical complications included infection (n=1), vaginal mesh extrusion (n=10) and pelvic pain due to mesh retraction (n=3) which were managed conservatively with nsaids. Among 10 patients with vaginal mesh extrusion, two patients with minor lesions were cured with the removal of the extruded mesh and with topical estriol treatment; and the other 8 patients had mesh excision and vaginal suture under spinal anesthesia. The author stated that specific mesh-related complications included mesh extrusion, infection and retraction must be considered when using surgical techniques involving permanent biomaterials. The tvm procedure provides a good outcome at 1 year with a low incidence of surgical complications and recurrence.